Manufacturer narrative:
The device was not returned to the user facility; it is not repairable once it is disassembled.

Event description:
A tps handpiece cord was sent for evaluation because it was giving a bias current message on the console. The event occurred during a routine field maintenance service. No adverse event was associated with the device. The handpiece that was being testing with the cable did not run without activation; however, during performance testing at the manufacturer, bias current was confirmed and the cable caused a handpiece to run on its own.